Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Since the exact event date was unavailable, june 1, 2025, was used as an estimate based on symptom onset reported for june 2025. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscopic inspection of both cylinders showed wear at the fold in the proximal and distal ends, resulting in the cylinders not passing the microscope inspection. Leakage testing for both cylinders was successfully passed. Microscopic inspection of the ms pump indicated that the kink resistant tubing (krt) was worn down to the filament and did not pass the test. Leakage and functional testing of the ms pump were successfully passed. Based on the available information and analysis results, the allegations of an inflation issue, fluid leak, and hole/perforation could not be confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an inability to inflate the device. A revision surgery was performed, during which the physician confirmed a tubing fracture at the exit tubing, resulting in fluid loss within the system. The device was explanted and replaced. There were no patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with an inability to inflate the device. A revision surgery was performed, during which the physician confirmed a tubing fracture at the exit tubing, resulting in fluid loss within the system. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Since the exact event date was unavailable, june 1, 2025, was used as an estimate based on symptom onset reported for june 2025. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscopic inspection of both cylinders showed wear at the fold in the proximal and distal ends, resulting in the cylinders not passing the microscope inspection. Leakage testing for both cylinders was successfully passed. Microscopic inspection of the ms pump indicated that the kink resistant tubing (krt) was worn down to the filament and did not pass the test. Leakage and functional testing of the ms pump were successfully passed. Based on the available information and analysis results, the allegations of an inflation issue, fluid leak, and hole/perforation could not be confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with an inability to inflate the device. A revision surgery was performed, during which the physician confirmed a tubing fracture at the exit tubing, resulting in fluid loss within the system. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Since the exact event date was unavailable, june 1, 2025, was used as an estimate based on symptom onset reported for (B)(6) 2025.